Event description:
It was reported that the patient with this right ventricular (rv) lead underwent a revision due to leads did not have enough slack. This lead remains in service. No additional adverse patient effects were reported.